Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a loop air leakage fault. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the initial reporter name and address: (tel #): (B)(6).

Manufacturer narrative:
A getinge representative was not dispatched to evaluate the iabp unit because the hospital does its own repairs and does not need to go to the scene in person. It was detected that the fault was caused by the damage of the safety disk. Clinical customers have been clearly informed that they cannot be used on patients, and the machine can only be officially used after replacing the safety disc. The clinical client decided that the price of the safety disk was too high, so they did not replace it with a brand new safety disk. After the equipment department repaired it by itself (getinge representative also told that all the machines that have not been repaired by the manufacturer cannot be used clinically), the equipment department felt that there was no problem with the machine. Continue to use. As a result, the device alarms during use and causes adverse events, and then the extubation and machine removal are suspended. It has been repaired and has been used clinically. The serial number cannot be seen clearly because the sticker recording the serial number of the unit is damaged, therefore cannot be provided. The hospital is unwilling to disclose more information.

Event description:
N/a